Event description:
It was reported that an asymptomatic patient presented remotely on merlin.net with high lead impedances on both the right atrial and right ventricular leads of their pacemaker. The transmission was received a day after initial implant, so it was suspected that the impedance issues may be due to a loose set screw on the device header. Additional transmissions revealed that the impedance was normal and within range. The cause of the impedance anomaly was not determined, and no intervention was performed. The patient was stable throughout.